Event description:
An implantable pulse generator (ipg) was returned from an unknown source with no information. Information identified in the paperwork indicated the patient died approximately seven months post implant of the ipg and ten years post implant of the leads. A cause of death was not reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The devices associated with this adverse outcome were returned and the patient was identified as being deceased. At this time, no additional information is available. However, if additional information is subsequently received it would be processed and considered accordingly. (B)(4).